Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using supplied sheath, iab balloon membrane became unfurled and iab was difficult to advance through the sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded. The sheath was not returned for evaluation. One inner lumen kink was located 73.9cm from iab tip. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and was unable to pass at the kinked location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using supplied sheath, iab balloon membrane became unfurled and iab was difficult to advance through the sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using supplied sheath, iab balloon membrane became unfurled and iab was difficult to advance through the sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.